Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, on unknown date with unknown blood glucose value. Customer¿s blood glucose level was very high and the insulin pump had no alarm. Customer¿s blood glucose level down to normal when they use other insulin pump in hospital and very high when they use their insulin pump again. The customer did the motor displacement test, it can passed and no special alarms. No further details given. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0869 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump also passed tone test and vibrate test during self test. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. The pump was unable to upload using carelink, problem isolated to the electronic assembly. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 27-dec-2019 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 27-dec-2019 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Audio/vibrate anomaly/absence of alarm not confirmed. Unable to upload/download on carelink confirmed (no current code/category confirmed), problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.